Event description:
It was reported that a burning plastic smell after lasing for a while was notice and that the unit displayed error code 188 (cooling system error-cooling flow switch error) and 240 (ho system not calibrated). The procedure was completed with the same device with no patient complications.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. The fse found that the fuse was defective. The fuse was replaced, and the console was functioning as intended. The console was then ready for use. The fuse holder and the fuse were returned for analysis. Visual inspection found that the fuse holder was in pieces and continuity test found that fuse was electrically open.

Event description:
It was reported that a burning plastic smell after lasing for a while was notice and that the unit displayed error code 188 (cooling system error-cooling flow switch error) and 240 (ho system not calibrated). The procedure was completed with the same device with no patient complications.